Event description:
It was reported that during a meniscus refixation surgery the shaverblades were defective. The inner blades of the shaver blade came loose. Nothing has fallen out or remained in the patient. The loose parts hang in the shaverblade itself. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted damage to the inner and outer tube of the device. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to insufficient fluid flow during use and/or prying/leveraging the attachment during use.